Event description:
Info received indicates the brake/steer caster will not hold in brake.

Manufacturer narrative:
The technician was unable to adjust the tension of the caster. The technician replaced the brake/steer caster to repair the bed.